Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test due to motor error alarm. Device received with cracked reservoir tube lip and cracked battery tube threads, cracked case from display window corner and stained end cap sticker. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Insulin pump had clear alarm and prime and when gives a bolus customer received a motor error. Insulin pump able to clear the alarm and rewind the insulin pump. Drive support cap appears are normal. Insulin pump exposed to high magnetic environment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.